Manufacturer narrative:
The sample is not available for evaluation. If any additional information becomes available, a follow up medwatch will be submitted. The product code and lot number is unknown, therefore a 510k number cannot be provided. (B)(4).

Event description:
The facility biomed reported on (B)(6) 2010, he received a pump for evaluation from the floor that had experienced fluid ingress from a hole or puncture in the set tubing. The unknown fluid leaked into the device resulting in an f27 alarm. The biomed cleaned and inspected the device and tested it but could not reproduce the failure. The biomed also inspected the tubing lot and could not find a problem with the tubing either. The pump was then put back into service. It is not known if patient injury or medical intervention occurred. It is unknown when the condition occurred.